Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Clinical study representative reported via phone call that the customer's insulin pump was beeping. Customer's blood glucose level was unknown. Customer stated that she took the insulin pump off one month ago. Insulin pump will not be returned for analysis.